Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated the image processor pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the left monitor of the 9800 system is distorted/can not see any image. It was also noted that the system is down and not regulating kv. This happened after system was shipped from one facility to another and during setup for a case. There was no report of pt injury.